Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated peritoneal dialysis (pd) set w/cassette was leaking; further described as the ¿fluid dripping out of the cartridge door.¿ the leak was observed during priming. The patient unhooked everything and started over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.